Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the electric current from the probe jumped to the sheath and melted it.

Event description:
It was reported that the electric current from the probe jumped to the sheath and melted it.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product and this reported failure have been primarily caused by: insufficient parameters at solder process and/or solder fatigue due to higher temperatures used in sterilization process. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.